Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed glucose tablets to address bg level. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.